Event description:
Procedure: laparo colon. Reportedly, after the tissue was sealed, the trigger was squeezed to cut the tissue with the blade. The knife blade did not return to the original position. The device needed to be removed, from the tissue by force. "And then the device." There was no reported injury or adverse affects to the pt.